Event description:
The complainant reported that during impella support, a purge system failure alarm was observed during a purge fluid bag change. The purge cassette was replaced. Following replacement, the alarm condition resolved, and the system was reported to be functioning as expected. No signs or symptoms of patient injury or patient harm were reported in association with this event.

Manufacturer narrative:
Section a5. (Ethnicity) and a6 (race) are unknown. Section d4. (Primary UDI number), (lot), and (expiration date) are unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information was received indicating that the impella device was explanted and the patient survived.

Manufacturer narrative:
B5 narrative was updated.